Event description:
The jaw mechanism of a urologic stone grasping forceps broke as the surgeon was grasping a large kidney stone during a percutaneous nephrostomy. No injury or consequence to the pt occurred. Another forceps was substituted.